Event description:
It was reported that following the implantation of a retroarc sling (B)(6) 2014, the patient experienced mild "inflammation of the left suprapubic skin incision site". "The skin incision site was erythematous and edematous, tender on palpation, without fever". On (B)(6) 2014 antibiotics were administered and on (B)(6) 2014 incision of the skin abscesses occurred and the inflammation subsided without any consequences. No further patient complications were reported in relation with this event.